Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the product.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged for failed battery alarm found on (B)(6) 2019. The pump passed the displacement test, active current test, and self test. Insulin pump fails sleep current test. Successfully downloaded history files and traces using thus. Failed battery alarm was not present in downloaded history on event date. No unexpected power loss alarms, alerts, anomalies noted in history file on event date. The power management graph confirmed the unloaded voltage and loaded voltage were within spec range. Swapping out test boards confirm high sleep current due to electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and cracked retainer. High sleep current isolated to electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom